Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that one device was returned with the anvil closed. A cartridge was received loaded on the device and void of staples. Upon further inspection of the device, a clip was found lodged behind the knife preventing it to return completely and not permitting the anvil to open. Metal objects should be avoided as they can cause mechanical failures. In addition another clip was found jammed between the cartridge and the anvil. As stated in the IFU: "caution: when placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws." No functional test was performed. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specification. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a vats lobectomy procedure, the stapler malfunctioned on lobar bronchus firing. Stapler would not open even after repeated pulls on the manual release lever. Surgeon was able to eventually manipulate the jaws of the stapler off the tissue. Staples were formed and tissue was cut. No further intervention was necessary. Surgeon used a green reload. Completed with the same like product. There was no pt consequence.